Event description:
Legal representative reported against unknown side, "rupture, breast pain, malaise, "stabbing" sensation in the chest area and pain in the surgical scar area" and concerns regarding recall. Device remains implanted. The report malaise has been assessed as not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture and concerns regarding recall.